Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory visual inspection noted that the complete lead was returned with dried body fluid throughout the lead lumen and insulation cuts. This damage was determined to be procedurally induced.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted six months after the original implant for unknown reasons. Attempts to gain additional information have been unsuccessful. To date, no additional adverse patient effects have been reported.